Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on 01/10/2011 and 01/24/2011 by phone, fax, and mail. A completed questionnaire was received on 01/26/2011. (B)(4).

Event description:
A surgeon reported a patient experiencing a myopic surprise with induced astigmatism following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that the lens was off axis and that the calculation was "off". The iol was exchanged and the event resolved.